Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer inquired regarding hemoglobin interference with the architect c8000 neonatal bilirubin assay. A result of 34 mg/dl was questioned by a physician. No treatment was given based on the result. The pt was tested at another facility using beckman coulter xl20 method and the result was 11 mg/dl. The pt was tested again using the architect c8000 and the result was 44 mg/dl. Both samples tested on the architect c8000 were hemolyzed. Package insert info regarding interfering substances was discussed with the customer. No impact to pt mgmt was reported.